Event description:
It was reported that lead was explanted due to noise. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned in two segments. External insulation abrasion was noted under the suture sleeve at 41.8-41.9cm from the distal tip. The etfe coating was intact at this location.